Manufacturer narrative:
UDI - ((B)(4). Initial reporter's phone number: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that it was observed that cutting burrs were unable to be inserted into the attachment device. It was further observed that there was a connection failure to the motor, the bearing was worn, the color label was worn, there was abnormal noise, and vibration on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.